Manufacturer narrative:
Other, other text: one cadd solis hpca pump was returned for the evaluation of the reported issue. Device was received with a missing battery door and a bubbled downstream occlusion sensor seal. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported issue was not seen in the event log. To further investigate, a functional check was performed; the reported incident was duplicated. The customer stated problem was confirmed but it found one of the charger was faulty not the pump. The device was working properly during testing. Therefore, it was recommended that the customer replace the other new charger.

Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device had charging issues and toasted to brand new charger. It is unknown if there was a patient, or clinician injury associated with this occurrence.